Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals. Additionally, the lead exhibited a decrease in impedance. The impedance was an out-of-range value initially but raised to a within range value. Technical services (ts) provided reprogramming, possible causes for the impedance issues, and following actions. Additional information received indicates that there has been a lead replacement, however, it is unknown what lead was replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).